Event description:
Information received indicated that the right intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom tech found foreign material around the latch pin causing the latch arm and pin not to latch properly. He removed latching components in the right intermediate siderail and cleaned them to resolve the issue.